Manufacturer narrative:
Concomitant medical device: 5076-45 lead implanted (B)(6) 2004.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.